Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 2021-12-22. H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false negative when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1193294. Bd quality performs a systematic approach to investigate false negative complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.

Event description:
It was reported that while testing with bd veritor ¿ sars-cov-2 & flu a+b, 5 false negative results were obtained. Confirmatory pcr testing was performed, and the results were positive. There was no patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer reports false negative results.

Event description:
It was reported that while testing with bd veritor ¿ sars-cov-2 & flu a+b, 5 false negative results were obtained. Confirmatory pcr testing was performed, and the results were positive. There was no patient impact. Eua# (B)(4). The following information was provided by the initial reporter: customer reports false negative results.

Manufacturer narrative:
Eua# (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.